Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1035261. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: IV cath was leaking from cath part to colored/hub connection spot.